Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had premature depletion. It was further reported that the right ventricular (rv) lead had high thresholds. The ipg was explanted and replaced and the rv lead remains in use. No patient complications have been reported as a result of this event.